Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was to be surgically revised to address an issue of micro-dislodgment, post-implant. Loss of capture and increase in thresholds were evident. During the lead revision procedure, the physician had thought the lead conductor may have become damaged. There were no reported adverse patient effects associated with this shared observation from the local area boston scientific sales representative.

Manufacturer narrative:
There was no allegation against the associated cardiac resynchronization therapy defibrillator (crt-d) and no evidence of a device to lead connection issue. Most recently, this medical device has been returned to boston scientific. While final analysis did confirm that the lead was electrically continuous, analysis could not confirm or deny the device characteristics may have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.